Event description:
Pt admitted for IV hydration, management of her hypercalcemia, and possible initiation of chemotherapy. On tuesday (B)(6) 2012 at 11:45am, the pt's primary registered nurse was attempting to insert a 20 gauge peripheral e short catheter into the pt's right forearm. The nurse noted that the catheter did not advance, and the vein collapsed. Upon removing catheter,the nurse noted that the tip of the catheter was not intact. The pt's physician md # (B)(6) was notified by the nurse.